Event description:
It was reported that patient presented in clinic due to experience diaphragmatic stimulation on their left ventricular (lv) lead. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.